Manufacturer narrative:
This info was not provided. Add'l info has been requested. Subject device remains in the pt. Investigation could not be concluded, no conclusion could be drawn. Review of mfg records for this lot number has been requested.

Event description:
During an orif left olecranon surgeon implanted an olecranon osteotomy nail and end cap - sterile. X-rays taken post operative show the procedure was completed with acceptable results and no adverse pt occurrences. Follow-up x-rays taken in the office show the end cap backed out a bit and a gap in the fracture. Surgeon has no plans to remove the hardware and will continue to monitor the pt. Add'l info received indicates the nail end cap does not appear to have turned back any more that what it had on the previous x-rays. Surgeon indicates it looks like there is some healing taking place.